Event description:
It was reported that the critical alarm began sounding from the pump. The pump logs showed that the motor had stalled. The physician attempted to update the pump, but the stall did not resolve. The patient was admitted to the hospital for commencement of oral baclofen. It was indicated that replacement of the pump was required as a result of the event. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Final analysis of the pump found that there were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard stall that never recovered. During destructive analysis, the technician noted that some of the teeth of gear wheel 3 were significantly corroded and it was indicated that the gear wheel was the cause of the stall. In addition, there was residue, moisture, and corrosion seen throughout the gear-train.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.